Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The failure analysis investigations could not replicate nor confirm the customer reported complaint. Additionally, the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found that the attached endoscope adapter (aea) shaft bearing was contributing to the friction found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that the 30-degree endoscope orientation was upside down. There was no report of patient injury.